Event description:
The computer serial cable was returned for analysis on (B)(6) 2012.no anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
Follow up performed with the physician's office indicated that the communication issues had resolved since the serial cable was replaced.

Event description:
It was reported by the site that they were having issues with their programming system. A representative went to the office on (B)(6) 2012 to troubleshoot and received an error in establishing communication. The physician wand was switched with a known good wand and the failure to communicate message was still being received. Per the representative, the handheld itself seemed to be functioning as intended. Therefore it was determined that the issue was likely with the serial cable which connects the wand to the handheld device. A replacement serial cable was sent to the site, however the serial cable in question has not yet been returned for analysis.